Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported arm cart assembly (aca). Review of the field service notes indicates that preliminary review of the device logs shows that the issue seems to originate from hall sensors indicating unacceptable measurement, which will generate a non-recoverable inoperable error. It was suggested to replace the instrument drive unit (idu) if the issue persists. Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic anterior resection, while re-docking mid-procedure the arm threw a non-recoverable error. The arm was unplugged and plugged back in but the calibration option was no longer available on the operating room team interface (orti). No instrument or trocar were detected by the arm. After three attempts of unplugging and plugging the arm back in, the calibration option was still not available. There was a fourth attempt made post-procedure with the same outcome. The procedure was completed with three arms. There was no patient injury.